Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a zelantedvt thrombectomy system. The pump number was reviewed in sap and confirmed to be from finished goods batch, which matches the reported batch number. The pump, effluent/supply line, shaft, tip, piston, and spike line were microscopically and visually inspected. Inspection of the device presented no damage or irregularities to the device. Functional testing was performed by placing the device in the angiojet console. The complaint device failed to prime and the 'check catheter for kinks' error was displayed on the console, meaning that the device over-pressured. The device was removed from the console and the shaft was inspected but there was no reason that would have caused an over-pressure alarm. The tip was cut, and the jets were microscopically inspected, and it showed that there was a jet hole that was plugged, causing the over pressure as the flow was being restricted. The jet body was cut-off from the device. Additional testing was performed on the plugged jet hole. The eds identified that the source of the fm that was obstructing the jet hole was identified as stainless steel, which the jet body material is made of.

Event description:
Reportable based on device analysis completed on (B)(6) 2020. It was reported that the catheter was unable to prime. An angiojet zelanted vt catheter was selected for a deep venous thrombosis procedure. The catheter would not prime properly and it did not entered the patient's body. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed a plugged jet hole.